Event description:
Patient's eye had an adverse reaction to wearing contacts that were not prescribed or fit to his eye. This contact was given to patient without a valid rx through an online source (hubble.com). The contact fit his eye too tightly and led to pain, redness, and inflammation on his cornea which also caused blurry vision. This could have resulted in an ulcer and even blindness if not treated.